Event description:
(B)(4). I received the essure coils on (B)(6) 2013 at (B)(6) hospital in (B)(6) as an outpatient surgery. At the time I was a patient of (B)(6). Due to them being a catholic hospital they did not perform any type of sterilization, I was referred to another group outside of the(B)(6) physicians and hospitals. I was told that it was a simple surgery and quick recovery. It was explained to me that the coils were like the spring inside of an ink pen that were inserted in my fallopian tubes and over the next three months they would grow scar tissue that would block any eggs from dropping, and me getting pregnant. After the surgery I went home with some cramping and minor bleeding. Fast forward 8-9 months later....I began having severe abdominal cramping, heavy bleeding during my period, shooting pains in my lower abdomen that would radiate to my low back, ovarian cyst, uterine fibroids, cyst and boils around vagina and rectum that had to be surgically removed, bloating to the point I look five months pregnant or greater, extreme fatigue, joint aches, whole body aching and numbness and tingling in my arms and legs, abnormal heavy vaginal discharge, chronic pelvic pain at this point. I haven't been to the doctor much due to not having health insurance. I am now (B)(6) and I know my body and I know these essure coils are causing my symptoms. I am currently going to the obgyn here in (B)(6). They are doing all types of tests on me to figure out what's going on. I know what's going on but I have to do all this to satisfy insurance to have a hysterectomy to have the essure removed.